Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7372249, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device was received with a trace of clear material. No foreign material was observed within the device or on the shell surface. The device appears intact. Leak testing of the device, in accordance with mentor procedures, revealed one leak site at valve, a rent measuring approximately 0.1 cm on the anterior aspect. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Potential cause: a possible cause of the failure could not be determined. Corrective action: because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report contains supplemental information for mentor asr/psr reference number (B)(6). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who had a mentor memorygel breast implant placed experienced left sided rupture accompanied by pain and discomfort post procedure. As a result, the device was explanted on (B)(6) 2017. Mentor is aware that the manufactured date of the device contradicts the implant date, however, we are reporting the information that was provided. If additional clarification is received in the future, then a supplemental report will be submitted. This report contains supplemental information for mentor asr/psr reference number (B)(4). The report submitted in q2 of 2019 was a supplemental correction due to incorrect evaluation codes being placed in the supplemental report submitted in q2 of 2017.